Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open, oozing skin irritation under arm and an itchy skin irritation under front hooks of lifevest equipment. Patient reports allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of lifevest due to the skin irritation. Follow up indicated that an over the counter cream helped the skin irritation to improve.